Event description:
It was reported that during a breast biopsy, the device was signaling an error code and troubleshooting has determined that the device is in need of vacuum pump evaluation. The physician was unable to complete a second site for biopsy.

Manufacturer narrative:
Date sent: 06/28/2007. Information anticipated, but unavailable at this time.